Manufacturer narrative:
Information contained in this report was previously submitted through psr on 28/jul/2010. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture, malposition, and visibility/palpability" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, malposition, and visibility/palpability.

Event description:
Patient reported right side "higher, shaped differently, firmer," and "looked firm and abnormal due to capsular contracture", baker grade iii. Additionally healthcare professional reported capsular contracture, baker grade unknown, pain, and malposition. Device remains implanted.